Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units screen is not working properly. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units screen is not working properly. There is no patient involvement.

Manufacturer narrative:
Updated sections : b4,e1,e2,e3,g4,h2,h11. Corrected sections: b5,b6,b7,d10,g6, h6 (impact & clinical code).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Manipulations as well as a restart of the cs100 made but still the same problem. Loaner device sent to customer pending. The fse reported that a maintenance shutdown letter on cs100 consoles has been sent to all owner/user customers. Getinge is therefore no longer involved in this product range. There will be no intervention from getinge part. Not returned to manufacturer.